Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7070767.

Event description:
It was reported that the during an ipg replacement procedure, it was found out that the patients leads had high impedances. The physician opted to replace the leads as well and the patient was doing great postoperatively. The explanted leads were discarded per hospital policy.